Event description:
It was reported the pt is experiencing overstimulation at the ipg site along with pocket heating. Pocket heating occurs when stimulation is on. It was also reported the ipg is having difficulty communicating with the programmer. X-rays will be taken on a later date.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.